Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a hospital network issue. A technical support specialist dialed into the station and checked the data synchronization debug log. The station is communicating with the server, and there is no disconnected mode icon on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system going into disconnect mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.